Manufacturer narrative:
E1: initial reported facility name: (B)(6) hospital. Investigation summary: bd received one photo and one video for investigation. The photo and video were examined and exhibited a dark colored fm present in the eye & the tip of the IV cannula. No sample was received for this complaint. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: needle point integrity. This complaint has been confirmed for the indicated failure mode: fm on cannula. No definitive root cause could be established for the reported defects. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was determined during the investigation of the photo and video of the bd vacutainer® flashback blood collection needle provided by the customer that there was a dark colored fm present in the eye & the tip of the IV cannula. No adverse impact was reported regarding the patient or user.